Manufacturer narrative:
Analysis result: product: novopen 3, lot no. Rv40064. Device conclusion: visual and functional examinations were performed. An internal pen part (nut cap) has come loose. Due to this fault, the movement accuracy of the piston rod was not measured. The observed problem with the loose internal pen part (nut cap) is caused by accidental damage or incorrect handling during use. It was not possible to measure the movement accuracy of the piston. Product: novopen 3, lot no.: 961812 device conclusion: technical, visual and functional examinations were performed. Some part of the dosage selector is missing, due to this it is wery difficult to dial a dose. The observed fault on the dose slector is a result of accidental damage during use of the device. Due to this fault, the dose accuracy was not measured. The observed problem could not be related to any novo nordisk processes. The outcome is reported as recovered. Reporter's causality: unknown. Novo nordisk's causality: reportable.

Event description:
Event verbatim [preferred term] the piston broke [device breakage] ([hyperglycaemia]). Case description: this spontaneous report by a consumer, received from another country and reported as "hyperglycaemia" and "the piston broke", concerns a female pt using novopen 3 for device therapy. The pt has suffered from diabetes mellitus insulin-dependent for the last 20 years. In late 2006, the pt experienced hyperglycaemia, but the pt thought that it was because of influenza. Fasting blood glucose reached 3.5 g/l. The pt noticed that there was no sound as usual that indicates that the dose was injected and furthermore three months ago the piston broke and she decided by herself to switch to actrapid vial. Her fasting blood glucose then decreased to 0.90 to 1.50 g/l. Event stop date nineteen days later. Recently her fasting plasma glucose level was 1.10 g/l. Additionally, one month ago, the novopen 3 (lot no. 961812) used for injection of insulatard penfill fell down on the floor and the push-button was screwed off, but the pt kept using the device and no adverse event was reported (MFR. Report #9681821-2007-00009).